Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that their insulin pump was damaged and having high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. The customer reported that top piece that came off the pump. Troubleshooting was performed for damage and noticed the reservoir not locking in tight. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.